Manufacturer narrative:
(B)(4). Customer return pump for alleged pump error 43 and was found on 05 january 2023. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. Unit failed to pass the self test due to missing vibration segment. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Unit was successfully download using carelink. Pump error 43 occurred on 01/05/2023 07:32 am on event date in history file. The following alarms were found on event date: mfda error 1/5/2023 7:32, mfda error 1/5/2023 7:32 replace battery alert 1/5/2023 7:37, battery removed 1/5/2023 8:16, failed battery test 1/5/2023 8:16, battery removed 1/5/2023 8:16. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack & motor home switch. Motor was tested outside pump and it passed. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, corroded home switch. Pump error 43 is confirmed due to being found in history files. Vibrate anomaly is confirmed due to moisture damage to the vibration harness assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device. The pump was returned for analysis.